Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens is investigating the issue.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on an emergency room patient sample on advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. The patient was redrawn twice and both samples were tested, resulting lower. Additionally, the customer aliquoted the original sample and repeated on the original instrument and on an alternate instrument, both resulting lower. The aliquoted sample was repeated four times on the original instrument, resulting lower and matching with previous repeat results. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tnl-ultra result.

Manufacturer narrative:
The initial MDR 2432235-2017-00087 was filed on january 25, 2017. Additional information (01/24/2017): a siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected the system and replaced the glass rod sensor. The cse verified performance and all levels passed. A siemens headquarters support center (hsc) specialist reviewed the service activity related to this event and concluded that this was an isolated event, since the discordant results were non-reproducible. The cause of the discordant, falsely elevated cardiac troponin I (tni-ultra) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.